Manufacturer narrative:
Product has not yet been received by manufacturer, therefore, investigation report is incomplete at this time. A follow-up report will be submitted when investigation is complete.

Event description:
The event is reported as: the applier remained attached to the clip during removal. The alleged incident occurred during a laparoscopy nephrectomy. The surgeon had to manipulate by moving the laparoscopic instruments in order to release the clips. No patient injury reported.